Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the 80 cm. Powerflex extreme 4 x 4 balloon catheter ruptured during the initial inflation at its rated burst pressure of twenty atmospheres (20 atm.). The balloon appeared to fully inflate, but upon reaching rbp, there was still a noticeable tightness at the center of the acute stenosis. There was no reported patient injury. The product will be returned for inspection. There was no difficulty removing the device from packaging, during device prep or navigating to the target lesion. The catheter did not appear to be kinked in any segment. There was no difficulty during the inflation process. There were no acute bends of the pta dilatation catheter and there was no difficulty crossing the lesion. There was no leakage noted from the balloon, shaft or hub. A non-cordis inflation device and non-cordis contrast were used.

Manufacturer narrative:
Additional information received indicated that no target lesion/target lesion characteristic information was available. A non-cordis balloon catheter was used to complete the procedure successfully. The complaint product was removed intact from the patient. No additional product issue was noted either post-procedure or prior to shipping for analysis. No additional information is available. The 80 cm. Powerflex extreme 4 x 4 balloon catheter (bc) ruptured during the initial inflation at its rated burst pressure of twenty atmospheres (20 atm.). The balloon appeared to fully inflate, but upon reaching rbp, there was still a noticeable tightness at the center of the acute stenosis. There was no reported patient injury. No target lesion/target lesion characteristic information was available. There was no difficulty removing the device from packaging, during device prep or navigating to the target lesion. The catheter did not appear to be kinked in any segment. There was no difficulty during the inflation process. There were no acute bends of the pta dilatation catheter and there was no difficulty crossing the lesion. There was no leakage noted from the balloon, shaft or hub. A non-cordis inflation device and non-cordis contrast were used. A non-cordis balloon catheter was used to complete the procedure successfully. The complaint product was removed intact from the patient. No additional product issue was noted either post-procedure or prior to shipping for analysis. No additional information is available.   A non-sterile powerflex extreme 4x4 80cm balloon catheter was received for analysis coiled inside a plastic bag. The balloon was received deflated and appear have been inflated. A 1.4 axial burst was observed on the proximal section of the balloon. No other anomalies were observed. No functional analysis could be performed to the received unit due to the balloon burst condition. Sem analysis results showed that neither external nor internal surfaces presented evidence of damages that could be related to the balloon burst. The proximal marker band did not presented any evidence of damages. No other anomalies were found during the analysis. Review of lot 17171901 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.   The reported ¿balloon burst-at/below rbp (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the balloon burst could not be determined during analysis. Vessel characteristics are unknown. According to the instructions for use ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.